Event description:
On (B)(6) 2022, the following information was reported to kci by a family member: the v.a.c.® therapy is on hold allegedly due to patient has yeast infection on the outside of the skin. On (B)(6) 2022, the following information was reported to kci by the nurse: patient is being treated with an over-the-counter antifungal cream. She states the infection has cleared up and the v.a.c.® therapy has been resumed. The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged skin irritation requiring antifungal medication is related to the v.a.c.® drape. Neither a device history record review nor an evaluation of the v.a.c.® dressing could be performed. Device labeling, available in print and online, states: wound infection call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 10-may-2022, the following information was reported to kci by the patient: on (B)(6) 2022, the home health nurse instructed the patient to report to the emergency room due to low blood pressure and was discharged on the same day. The patient allegedly received instructions to report back to the hospital after the lab results came back and noted an infection to the wound with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient is scheduled to resume the activ.a.c.¿ ion progress¿ remote therapy monitoring system upon discharge. On 31-may-2022, the following information was reported to kci by the nurse: the nurse reported the wound did not look good prior to activ.a.c.¿ ion progress¿ remote therapy monitoring system placement noting a lot of slough. It could not be determined if the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the infection. V.a.c.® therapy was resumed and the wound is improving. On 02-jun-2022, the following information was reported to kci by the medical assistant: the physician stated the cause was due to the patient not using the wound v.a.c.® correctly. The patient would shut it off due to the noise. On 14-apr-2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2022, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Correction: the file initially submitted for MDR-3009897021-2022-00109 on 03-jun-2022 was incorrect; therefore, MDR-3009897021-2022-00109 fu#1 is being submitted to correct all fields. Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed. The physician stated the cause of the infection was due to the patient not using the activ.a.c.¿ ion progress¿ remote therapy monitoring system correctly by turning off the device. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more that two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: -you have a fever. -your wound is sore, red or swollen. -your skin itches or you have a rash or redness around the wound. -the area around the wound feels very warm. -you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 06-jul-2022, a device evaluation was completed by kci quality engineering. On 14-apr-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 06-jul-2022, the device was tested per quality control procedure by a kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The physician stated the cause of the infection was due to the patient not using the activ.a.c.¿ ion progress¿ remote therapy monitoring system correctly by turning off the device. Therefore, this event is being reported due to potential use error.